Event description:
Info rec'd indicates the right siderail will not latch.

Manufacturer narrative:
The tech found the siderail latch was broken in half. The tech replaced the latch and push rod to repair the bed.